Event description:
Reporter stated that she experienced an unintentional puncture while manipulating a patient's multiclix lancet device. Reporter did not indicate if the lancet had been previously used. Reporter did not indicate if any treatment was received or sought for the unintentional lancet stick. The manufacture requested the return of the suspect product for evaluation.